Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer's insulin pump was malfunctioning and delivered several boluses that the customer did not programmed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.